Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. The pump was replaced on (B)(6) 2018.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication;motor gear train anomaly; the stall was due to gear wheel 3. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative. The patient was being referred to the neurosurgeon for replacement, but the date of the replacement was unknown. The cause of the motor stall was unknown. The device will be returned to the manufacturer when it is exchanged out.

Manufacturer narrative:
Correction: (B)(6). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving fentanyl (unknown concentration and dose) via an implantable pump. Indication for use was spinal pain. Other medications the patient was taking at time of the event were not available. The date of the event was (B)(6) 2018. It was reported the pump read a motor stall. The patient had no signs or symptoms of withdrawal. No interventions have been performed. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The patient was being referred to another physician to have a pump replacement. Surgical intervention was planned but was not scheduled. Patient status was alive - no injury. The issue was not resolved. Patient weight and medical history will not be made available. No further complications were reported.

Manufacturer narrative:
Fdc has been updated to 11. Per the event logs the pump was delivering fentanyl 500.0 mcg/ml; 129.48 mcg/day. If information is provided in the future, a supplemental report will be issued.